Event description:
A customer from (B)(6) received a blood glucose reading of 8.8mmol/l on the breeze2 meter, re-tested on a different meter and the reading was 3.1mmol/l. He drank orange juice based on the lower reading and then retested on both meters. Breeze2 result was 7.9mmol/l, the other meter result was 4.1mmol/l the respective differences between the readings fall in the "d" and "c" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. It was requested the customer return the test strips for evaluation.

Manufacturer narrative:
The model number was not provided.